Event description:
It was reported that at the device check the r waves dropped by 2 mv and the threshold went up. An x-ray revealed that the lead may have dislodged. During the lead repositioning procedure the physician noted that the lead was still attached to the tissue but was unable to retract the helix. The lead was pulled out and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.